Manufacturer narrative:
Method : visual examination, complaint review. Results: visual examination confirms the reported event. Complaint history review found there has been other reported event of this nature. Conclusion: the exact cause appears of the fractured due to overload.

Event description:
It was reported that, "broken tibial trial. The trial was broken when inserting into pt for final trial reduction on human knee replacement surgery."